Event description:
It was reported that the ventilator unit generated a technical alarm, indicating a power error. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned dc/dc and standard connectors printed circuit (pc) board has been completed and the reported failure was reproduced. The dc/dc and standard connectors printed circuit board converts the internal dc supply voltage +12v into internal dc supply voltages: +24v, +12v, -12v,+5v,-3,3v. Electrical measurements showed that the +24 volt voltage was outside the allowed tolerances. Our conclusion of the investigation is that the issue occurred, due to an open circuit in a coil that is part of the electronics for generating the +24v. The power error was detected by the system and a high priority alarm was generated to notify the user. The failure condition may lead to a stoppage of ventilation scenario if the device is connected to a patient. The condition will be detected during the pre-use checks. The root cause for why the coil failed has not been determined from this investigation.